Event description:
Pt revised for loose patella and tibial plate, no cement found around keel of tibial stem. Two each smartset ghv gentamicin 40g.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.